Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left common iliac artery down to the left common femoral vein. A xxl/16-6/5.8/75 xxl esophageal was advanced for pre-dilatation. However, during second inflation at 3 atmospheres the balloon ruptured. They opened another xxl/16-6/5.8/75 xxl esophageal and upon inflation at 5 atmospheres it was also ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient status was fine.